Event description:
The customer received questionable troponin I results for four samples from one patient. The samples were repeated on another cobas analyzer. Sample 1 at 12:30 am, initial result was 1.48 ng/ml and the repeat result was 2.40 ng/ml. Sample 2 at 7:30 am, initial result was 1.46 ng/ml and the repeat result was 2.36 ng/ml. Sample 3 at 2:30 pm, initial result was 1.57 ng/ml and the repeat result was 2.38 ng/ml. On (B)(6) 2013 at 5:00 am, sample 4 initial result was 1.61 ng/ml and the repeat result was 2.55 ng/ml. Three of the samples were also tested on an analyzer at another laboratory and the results matched the repeat results. No specific data was provided. The customer declined to provide information concerning which result was believed to be correct or if any erroneous results were reported. The result of 2.40 ng/ml for sample 1 was reported outside the laboratory. The patient was not adversely affected. The troponin I reagent lot number and expiration date were requested, but not provided. The field service representative could not find a cause. He ran performance testing and confirmed the results were in acceptable range. He also ran precision testing.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the results for four separate samples were low, either something different done with all draws or there was a patient-specific issue. Evaluation of the calibration and qc data did not indicate a general reagent issue. As the results for most samples tested as part of a patient comparison agreed, a general instrument issue was unlikely. It was noted the centrifugation time was shorter than the tube manufacture's recommendation and may have contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.